Event description:
Report from the field indicated that stent was implanted in the pt and during a CT scan, the physician noticed the stent was fractured. It was also reported that physician has submitted a medwatch report of this event (unk ref number). This product will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.